Manufacturer narrative:
Follow-up # 2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although performance testing with blood did not confirm the reported issue, the retain test strips failed for accuracy and precision at the 300 mg/dl level and not biased high as previously reported. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that he obtained an error 4 message on his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation since the patient refused to be contacted with follow-up questions. The patient was reluctant to answer the cca¿s questions, but reported that he obtained the alleged error message on (B)(6) 2015. It is not known how the patient manages his diabetes or whether he made any changes to his usual diabetes management routine as a result of obtaining the error message. He reported that an unknown time after obtaining the error message, he developed symptoms of ¿seizure from low blood sugar [and] heart rate dropped.¿ he alleged that he was taken to the emergency room (ER) where he received treatment from a healthcare professional (hcp) of ¿insulin¿ and unspecified ¿medications.¿ at the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and the patient had followed the correct testing steps. The patient was unable or unwilling to say whether the test strip completely drew in the sample or to walk through a retest. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient alleged that he developed symptoms suggestive of severe hypoglycemia which required treatment from an hcp after obtaining the alleged error message.

Manufacturer narrative:
Follow up #1 - performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood and were found to be biased high at 300 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.